Event description:
The customer reported to baxter corporate product surveillance (cps) a clearlink catheter extension set in which no flow could be established. The report stated that the issue occurred with the clearlink luer activated device. When the plunger was attached to flush the line before attaching to a patient, no flow could be established. The nurse attempted to exert a large amount of pressure on the plunger, but the line still could not be flushed. According to the report, the clearlink was disconnected and re-attached multiple times and flow was eventually established. The alleged malfunction occurred before use so there is no patient involved. There are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection was performed and no defects were observed. The clamp was closed and then opened, tip protector was removed, and the clamp was closed. The sample was connected to an extension set with solution and primed. Clear passage test was performed at 8psi, and no defects were observed. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.